Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: examination of the returned device revealed that the device was returned with a 4 french introducer sheath. Visual and tactile examination revealed the balloon was not fully rewrapped around the shaft of the device. There was no stent on the balloon. There were no kinks or damage noted to the shaft of the device. The balloon material was creased therefore it was not possible to see a clear impression of where the stent was originally crimped onto the balloon. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated with no issues. It was noted that the balloon rewrapped fully around the shaft. An attempt was made to insert the device through a 7 french introducer sheath but some resistance was noted as the device was being advanced into the sheath. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure catheter resistance was encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located from the moderately tortuous iliac artery, extending from the common iliac artery (cia) to the external iliac artery (eia). A non bsc 7fr sheath crossed the (cia) followed by a 0.035inch non bsc guide wire. During the advancement of a 10.0x40x75cm express vascular ld stent delivery system (sds) resistance was encountered between the express vascular ld (sds) and the non bsc 7fr sheath. The procedure was completed with an 8fr sheath and another of the same express vascular ld (sds). No patient complications were reported and the patient's status is good. Returned product analysis revealed no stent on the balloon.

Event description:
It was further reported that the stent was eventually deployed and implanted during the procedure. The physician deployed this stent only. The procedure was completed with this device, not with another of the same express vascular ld as previously reported.

Manufacturer narrative:
(B)(4).